Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of urticaria ("rash/hives on her body / hives/rashes on her arms,legs, and neck") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff's menstrual periods were normal and she had no problem with going about her daily life. Concurrent conditions included nickel sensitivity (not been tested for a nickel allergy.). On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced urticaria (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menometrorrhagia ("irregular, unusually heavy menstrual periods"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("spotting"), vaginal odour ("vaginal odor"), dizziness ("dizziness"), alopecia ("hair loss"), fatigue ("fatigue"), asthenia ("weakness") and uterine leiomyoma ("small uterine fibroid"). The patient was treated with epinephrine (epipen) and surgery (robotically-assisted bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the urticaria, menometrorrhagia, pelvic pain, vaginal haemorrhage, vaginal odour, dizziness, alopecia, fatigue, asthenia and uterine leiomyoma had resolved. The reporter considered alopecia, asthenia, dizziness, fatigue, menometrorrhagia, pelvic pain, urticaria, uterine leiomyoma, vaginal haemorrhage and vaginal odour to be related to essure. The reporter commented: beginning in 2013, plaintiff began experiencing hives/rashes on her arms, legs, and neck. She sought treatment on numerous occasions at the hospital emergency department where she was prescribed an epi-pen. Since the removal of the essure devices, plaintiff symptoms have resolved. Diagnostic results: transvaginal ultrasound was performed in (B)(6) 2010 which reported that both essure coils were visualized along with a small uterine fibroid. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.